Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer through a pump reset process, which resolved the error, allowing the customer to successfully start their sensor session.